Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 97702, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Refer to regulatory report # 3004209178-2016-25305. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that they were experiencing a loss of stimulation. It was reported that the patient hadn¿t been feeling stimulation ¿for some time.¿ no falls or traumas were reported that could be related to this issue. Impedance tests were taken and all values were over 10,000 ohms on each electrode. The manufacturer representative reported that both leads that were placed cervical had over-impedances. Fluoroscopy tests were looked at and it was noted that one of the leads had moved significantly. The patient¿s surgical lead was removed and a new lead was implanted. The issue was resolved. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.